Event description:
It was reported that the patient's right ventricular lead exhibited no capture and no sensing. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 64.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.